Event description:
Per the clinic, the patient experienced redness, fluid drainage and inflammation at implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on may 28, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 12, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced tissue breakdown at the implant site.